Manufacturer narrative:
Sample ID (B)(6) was also sent to another laboratory for polyethylene glycol (peg) precipitation. After precipitation, the sample was sent back to the customer laboratory and tested on the e 602 analyzer, resulting in the following troponin t values: "peg" = 975.9 ng/l, "pbs" = 763.5 ng/l. When asked what "peg" and "pbs" stood for, the customer stated that these are two different ways the sample was analyzed and one was probably a control for the precipitation. Sample ID (B)(6) was tested for human anti-mouse antibodies and the result was 6 ng/ml.

Event description:
The initial reporter alleged they received questionable results for five samples collected from the same patient and tested with the elecsys troponin t gen. 5 stat assay on a cobas 8000 e 602 module (serial number (b). The sample results were reported outside of the laboratory and did not agree with the clinical picture of the patient. All samples collected from the patient allegedly resulted in troponin t values around 1000 ng/l. The customer alleged the results should be negative according to the clinical picture of the patient. The customer reported that dilution studies ruled out the possibility of heterophilic antibody interference. The customer believes the issue may be related to macro troponin t interference based on the study in attachment 1. Refer to attachment 2 for all patient data. Dilution studies to rule out the possibility of heterophilic antibody interference were performed with sample ID (B)(6).

Manufacturer narrative:
Four of the patient samples were provided for investigation. The results obtained during investigations differed from the results reported by the customer. Three of the four samples showed a lower result between 564.8 ng/l and 697.4. Only one sample had a result of 864.6 ng/l, which is near the customer reported results. The tni result for all samples were below measuring range. Based on serum fractionation results, the measured troponin t value in the complained samples was determined to be a true positive value. The presence of an interfering factor was not shown. A general reagent issue can be excluded.

Manufacturer narrative:
Component, evaluation method, evaluation result, and evaluation conclusion codes have been updated.